Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to an unknown product performance allegation. At this time, no further information is available. No additional adverse patient effects were reported.